Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that during an ins (implantable neurostimulator) changeout, when the ins was unhooked ins, #3 electrode looked "mangled." Impedance check showed some higher values. Contacts c-0 had 2,016 ohms, c-1=2,041 ohms, c-2>40,000 ohms, c-3=11,271 ohms, 0-2>40,000 ohms, 0-3=13,608 ohms; 1-2>40,000 ohms, 1-3 = 13,377 ohms, 2-3>40,000 ohms. It was stated that the patient was getting symptom relief with electrodes 0 and 1 programmed. It was stated that only ins had been changed out and it was possible to reconnect components without issues. Almost two weeks later it was reported that previously provided information was not correct. The procedure did not involve a battery change, but it was actually a stage 2 dbs implant procedure. It was stated that when the surgeon removed the lead end cap, he noticed that both contacts 2 and 3 were damaged with high impedances. The stage 2 was completed, as contacts 0 and 1 were still intact, and the patient received good therapy from them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.